Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Subsequently, it was reported that a cartridge alarm 1 occurred during bolus delivery. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer required assistance from the healthcare provided to address bg with a manual injection. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 20 and alarm 30 issues were verified while the alleged cartridge alarm 1 issue was verified in the pump logs; however, no failure was identified.